Event description:
The consumer reported multiple false positive results with the binaxnow¿ covid-19 antigen self test performed on him and his family members on (B)(6) 2021. This MFR report addresses the patient with symptoms (1) and is one (1) of two (2) the consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Pcr confirmation testings generated negative result. Consumer confirmed he was symptomatic and had runny nose & soar throat. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00331.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Ref MFR reports: 1221359-2022-00330 through 1221359-2022-00331.